Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6, tray d and e not detected on bus and tray b experiencing failure. A field service engineer receded row board cable at trays. Also receded row cable at rear drawer controller. Row cable was intact. Replaced drawer tray position b and performed proper reboot. Firmware was updated. Drawer was responsive, trays and pockets were also responsive. Customer was able to recover and inventory main full height 6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer cubie failed to respond. The technician attempted multiple methods to reset the storage space; however, the issue persisted. Multiple cubies within the same drawer were not registering in the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.